Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was report of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging two masses in liver, cancer and weight loss. There was report of patient death. The dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed a dust-like contaminant on the accessory flip doors, top enclosure, front panel, rear panel, bottom enclosure, inside the inlet of the blower box, blower, blower seal, and blower box. Hair-like particles were observed on the front panel and rear panel. What appeared to be a keratin-like substance was observed on the outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box b, d, h has been updated/corrected.